Event description:
The surgeon reported that while he was injecting silicone oil into the eye, the syringe came loose / detached from the tube. As a result the pt had a traumatic cataract, zonular detachment and a posterior capsule tear. The surgery was completed. The accurus surgical system was used for the procedure, a constellation viscous fluid control (vfc) pak, a 23ga cannula and a silicone oil of 5000 centistoke were used for the procedure as well. During the silicone oil injection the air pressure was set at the system max. Limit of 80 psi. On 10/06/2009: additional info received from the surgeon indicated that the pt was doing well. He stated that the most obvious problem that the pt had was the cataract due to the impact. Additional follow-up info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report was mailed to FDA on: 10/29/2009.